Event description:
Health care professional reports drug leaks from needle stick site at refill, also patient somnolence. X-rays taken and will be sent to manufacturer's engineer. No report of device explantation a follow up report will be sent when additional information is received.